Manufacturer narrative:
The device was returned and evaluated by posey products; at which time, it was found to be functioning according to manufacturing specifications as the device sounded properly when in use with a sensor pad and passed all functional testing. No physical damage is observed. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, testing of the device in question shows no evidence that a manufacturing nonconforming contributed to the reported complaint. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this device will continue to be trended and reviewed on a monthly basis. Manufacture reference file number (B)(4).

Event description:
Sitter on cue alarm with a serial number (B)(4) and 8309el sensor were reported with a patient fall. The date the issue was discovered is unknown and no incident or serious injury was reported.